Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, urinary tract infection and high blood glucose on (B)(6) 2019 with blood glucose of 200 mg/dl to 300 mg/dl. The customer was treated in the emergency room. Customer¿s other blood glucose level was 366 mg/dl and did a bolus 3.3 unit of correction using the insulin pump in the hospital. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.